Event description:
Patient presented with pain at the sense lead site to the ER physician. ER physician prescribed pain medication. CT scan was performed and the distal tip of the sensor was believed to have migrated. The patient was brought in for surgery and the distal sensor tip was removed from the posterior aspect of the pleural cavity. The thoracic surgeon collapsed the lung to remove the sense lead tip on (B)(6) 2021, without issue. A new sense lead was placed during the surgery. The revision surgery addressed the risk and the issue is now resolved.